Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion at l5-s1. At l5 right, s1 right and s1 left, screws of dimension 6.5mm x 45mm were inserted. At l5 left, 7.5mm x 45mm screw was inserted. 40 mm rod was inserted on the right side and 45 mm rod was inserted on the left side. Two cages were inserted during this surgery. On an unknown date, post-op, screw on the right side of s1 broke at the shaft (about 1 cm below the screw head). The patient also complained of pain, which suddenly occurred on (B)(6) 2019. Hence, the patient underwent a revision surgery for removing the broken screw. The broken screw along with all the other screws was completely replaced. Moreover, one more cage was inserted at the right side. There is no information on whether the bones were fused. The surgeon considered that screw might have broken due to the load on the right side because the cages that were inserted before had not been inserted to the middle. When the explanted screw was examined, the screw was found broken at about 42 mm from the tip. On front and behind, the threads were damaged, rubbed at the crown, and scratches were found on the screw head threads and the edges of the torx holes.

Manufacturer narrative:
H6: product analysis: visual examination revealed the screw was broken about 4 threads down from the base of the bone screw head. Optical examination of the area of fracture initiation did not identify a pre-existing surface defect that could contribute to crack propagation. Some fracture surface smearing is noted. Microscopic examination of the fracture surface revealed fairly flat fracture surface with progressive striations consistent with cyclic fatigue on one side and the other half appears to be deformed and bent. The threads of the broken lower portion of the screw have been damaged, possibly from the removal process. The above observations are consistent with cyclic fatigue followed by overload once the fatigue had weakened the material. Additional information: d10, g1, g2, h3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.